Event description:
Boston scientific received information that this right cardiac resynchronization therapy device (crt-d) was explanted due to an infection. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.